Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary as reported, during hemostasis treatment after a cesarean section in the operating room, the user found a cook bakri postpartum balloon with rapid instillation components to be leaking. After the device was placed into the uterine cavity and 250ml of water was injected, it was found that the balloon tension decreased, and light red fluid flowed out of the drainage catheter. The user removed the bakri and administered medications to stop bleeding. The patient was then transferred to the ICU for observation. It was reported that the device was not handled by or in the proximity of any metal tools. The patient had an estimated total blood loss of 450ml. 350ml of blood loss before the device failure and an additional 100ml after the device failure. The patient did not require any transfusions form the blood loss. It has been reported that the patient was in normal condition without adverse consequences. Investigation ¿ evaluation a document-based investigation was performed including a review of complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures of the device were conducted. The complaint device was not returned; therefore, no physical examinations could be performed. Without visual, dimensional, and/or functional testing of the product, we are unable to determine if this is a manufacturing issue. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A database search did not identify any other complaints associated with the reported device lot. Review of the device history record, complaint history, quality control documents, and device failure analysis does not indicate that the device was manufactured out of specification and does not suggest items in the lot or similar devices in the field or in house are nonconforming. Cook also reviewed product labeling. The product IFU, t_j-sosr_rev4 ¿bakri postpartum balloon,¿ provides the following information to the user related to the reported failure mode: how supplied: "upon removal from the package, inspect the product to ensure no damage has occurred." Based on the available information, no product returned, and the results of the investigation, a definitive cause of the event could not be determined. The complaint was confirmed based on customer testimony. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during hemostasis treatment after a cesarean section in the operating room, the user found a cook bakri postpartum balloon with rapid instillation components to be leaking. After the device was placed into the uterine cavity and 250ml of water was injected, it was found that the balloon tension decreased, and light red fluid flowed out of the drainage catheter. The user removed the bakri and administered medications to stop bleeding. The patient was then transferred to the ICU for observation. It was reported that the device was not handled by or in the proximity of any metal tools. The patient had an estimated total blood loss of 450ml. 350ml of blood loss before the device failure and an additional 100ml after the device failure. The patient did not require any transfusions form the blood loss. It has been reported that the patient was in normal condition without adverse consequences.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.